Event description:
The customer reported that the alarms were not operational. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the alarms were not operational for the obtv central monitor. No pt harm was reported. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.